Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient post cardiotomy cardiogenic shock/low cardiac output syndrome was implanted with an impella cp for mechanical circulatory support. It was reported that the left side of the purge flow was down and the pressure was increasing. The care team was requested to check for kinks in the line and to change the cassette if necessary. If not resolved, then they might need to run tissue plasminogen activator. Additionally, it was noted that the impella cp was running on dextrose five percent in water and impella rp was 25 units per milliliter (u/ml) in the purge. Activated clotting time was over 200 with active bleeding. The care team was advised to reduce impella rp purge to 12.5u/ml heparin. It was explained to the care team that heparin should be stopped in both purge systems if needed to control bleeding and gradually purge heparin into the impella rp first.